Event description:
The compressor delivered low pressure and triggered the low pressure alarm. There was no patient injury. The fse repaired the unit at the customer site. The motor and drive shaft assemblies were replaced. The unit was tested and demonstrated to function within MFR's specs and returned to service.